Event description:
It was reported that this event occurred in the cardiac cath lab. The intra-aortic balloon (iab) indication for use is cardiogenic shock. The iab catheter was prepared and aspirated for vacuum according to the instructions for use. The md inserted the iab via femoral artery through a sheath. While advancing the catheter into the descending thoracic aorta, the doctor did not feel any resistance; he confirmed the placement of the catheter by fluoroscopy. The balloon was situated 2cm below the origin of the left subclavian artery and above the renal artery. The doctor initiated pumping; however, he found out through the fluoroscopy that the balloon was only inflated in the proximal part of the catheter. The catheter and the sheath was removed simultaneously and new ones were inserted. After puncturing in a different side of the femoral artery and inserting a new sheath and catheter, the whole part of the balloon was fully unwrapped. There were no patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.